Event description:
The complainant alleged that during routine shift check by a clinician, the device powered up with no display, and a continuous audible tone. The complainant indicated that there was no pt involvement in the reported malfunction.